Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise. The lead was explanted and replaced during a device upgrade procedure. The patient experienced no adverse consequences.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 10.6cm to 11.2cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.